Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had difficulty converting the ventricular fibrillation of this patient. However, the last shock delivered converted the rhythm. Then, the patient had an ablation and an x-ray was performed. It was noted that the s-ICD dropped and was more posterior. It was suspected that the converting challenges were associated with the migration of this s-ICD. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted due to the clinical observation reported, while the electrode was explanted due to a therapy upgrade. A transvenous device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had difficulty converting the ventricular fibrillation of this patient. However, the last shock delivered converted the rhythm. Then, the patient had an ablation and an x-ray was performed. It was noted that the s-ICD dropped and was more posterior. It was suspected that the converting challenges were associated with the migration of this s-ICD. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted due to the clinical observation reported, while the electrode was explanted due to a therapy upgrade. A transvenous device was successfully implanted. No additional adverse patient effects were reported.